Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, sleep current measurement and active current measurement. However, power management graph displays unexpected battery power loss due to corroded electronic assemblies. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not had low battery alert prior to replace battery alert. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that there was second occurrence of replace battery alert or replace battery without low battery warning. Customer replace the battery and got replace battery now alert again. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.